Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed error 44442 after the software upgrade. There was no reported injury to the patient.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. The customer's stated problem was verified. Inspected the pump and pump was not able to power up. The lcd screen was red. Further investigation of the pump and determined that a faulty microprocessor board was the cause of the issue. The microprocessor board will be replaced.

Event description:
Additional information indicated that there was no patient involved.